Event description:
It was reported that premature battery depletion was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the device was explanted.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open which revealed the device¿s battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. The hybrid current was monitored and high current drain was noted.